Event description:
No telemetry and no threshold margin test response were noted at a scheduled patient follow-up. This device was a subcutaneous implant in a patient with very high physical activity. The device was returned and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.